Event description:
A report was received that the patient was experiencing a sharp pain at the ipg site when the stimulation is on or off. This pain is felt when the patient turns a certain way. The physician does not believe the pain is device related but has recommended a pocket revision.

Event description:
A report was received that the patient was experiencing a sharp pain at the ipg site when the stimulation is on or off. This pain is felt when the patient turns a certain way. The physician does not believe the pain is device related but has recommended a pocket revision.

Manufacturer narrative:
Additional information received indicated that the patient did not want to proceed with a revision but rather discuss other options to resolve the issue. A good faith effort was performed to contact the patient with no success. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.